Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition to have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that she called 911 and upon the paramedics arrival she was unconscious and her blood glucose measured 13 mg/dl. They struggled with her for about a half an hour as she was having seizures and was unresponsive. She was then rushed to the emergency room and stayed for about an hour before being released with her bg reading of 220 mg/dl.